Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon was difficult to remove. The target lesion was located in the severely calcified brachial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During withdrawal, it was noted that there was severe resistance when pulling back and retracting the balloon into the sheath. The device was completely removed together with the sheath, and the procedure was completed with the original device. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. The device was received together with the 6fr sheath used by the customer. The recommended sheath size for this device as per pcb2cm specification is a minimum 6fr. On analysis, the investigator was unable to advance the device through a boston scientific 6fr sheath due to a balloon pinhole and damage to one of the blades on the device. A visual and microscopic examination found one of the blades to be partially lifted distally from the balloon material beginning from the proximal end and extending approximately 15mm distally. The remaining 5mm of blade and the full blade pad remained fully bonded to the balloon material. All other blades were present and fully bonded to the surface of the balloon. No issues were noted that may have potentially contributed to the complaint incident. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A microscopic examination identified a balloon longitudinal tear beginning approximately 3mm proximal of the distal markerband and extending approximately 4mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. No other issues were identified during the product analysis

Event description:
It was reported that the balloon was difficult to remove.the target lesion was located in the severely calcified brachial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During withdrawal, it was noted that there was severe resistance when pulling back and retracting the balloon into the sheath. The device was removed together with the sheath and the procedure was completed with the original device. No patient complications were reported and patient was good post pocedure.